Manufacturer narrative:
Complaint is not confirmed. The reported incidence could not be repeated. One unpackaged abs-10060r serial/batch number (B)(6) was received for evaluation. Upon visual inspection, it was noted regular signs of wear and tear. Functional testing evaluation results: the device was shipped to naples, fl for evaluation. Sixty ml of human whole blood (13% acd-a) was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 23 ml platelet-poor plasma (ppp), 33 ml rbc, and 5 ml prp. The prp volume within the syringe was recorded as 4.8 ml. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The console functioned normally; no errors were reported during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The prp produced had expected cellular concentrations.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/21/2024, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge stopped working. This was discovered during a procedure with no patient harm.